Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 24sep2024, 01oct2024, and 08oct2024 to obtain patient information from the time of the event, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor auto zero failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the alarm had occurred after about 30 minutes of use, and that they had checked the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba) and there were no issues found. The rse provided the customer with the part information for the solenoids. This investigation is ongoing.